Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported: " for the second time 2.5mm drill bit broke when drilling through the 2nd cortex. The part of the drill bit with a 2.5mm diameter is to long. It makes the drill fragile. Piece of broken drill bit left in place - couldn't be removed"